Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an a-com aneurysm. It was reported the coil did not fit inside the aneurysm and was repositioned several times. It was decided to remove the coil. Upon removal, the coil detached inside the catheter with some of the coil was inside the aneurysm. Another (competitive) coil was then attempted to be place, but during delivery the coil pushed the axium coil out of the aneurysm sac. The axium coil then drew other coil into another vessel. Post procedure, the patient has a small stroke and has continued left sided weakness on follow up post-4 days.